Manufacturer narrative:
One of the customer's complained bg results was stored as control in the meter memory due to a matrix ID failure. The matrix ID function of the meter firmware makes the decision on which algorithm to use during measurement, blood or control. This function is based on the admittance value that is generated when a strip is dosed with solution during testing. In order to cause a matrix ID failure (blood misreading as a control), this admittance value must be significantly higher than what is observed during a normal blood test. Returned product was tested, no defect was found with returned product that could have caused the matrix ID failure.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on aviva meter, within 10 minutes: 592 mg/dl and 232 mg/dl. No adverse event reported. Return of the suspect device was requested for evaluation and replacement was sent.